Manufacturer narrative:
The user reported differences between blood glucose and sensor glucose readings. Escalation analysis indicated system performance concerns. The user already had received a sensor replacement alert, indicating that their routine sensor replacement was due soon, as the sensor was 354 days old and nearing the end of its expected life. Customer care made multiple attempts to follow up with the user through different communication channels to advise that sensor replacement was required; however, the user remained unresponsive. The local representative was informed of the situation. Because the sensor was due for routine replacement, only the return of the sensor was requested, however, it could not be completed due to lack of response from the user.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.